Event description:
It was reported that a right ventricular (rv) had dislodged 3 times. It was suspected that the lead had perforating the endocardium. No additional information is available at the moment. No additional adverse patient effects were reported.